Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the stimulator and lead were explanted on (B)(6) 2017. The outcome was resolved on (B)(6) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had buttock and hip pain at the implantable neurostimulator (ins) level due to intense stimulation on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done. The ins was reprogrammed on (B)(6) 2016 and antalgic treatment was given. The issue was not resolved and the event was ongoing. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. No surgical intervention was taken or planned. The patient was alive with no injury. The patient's medical history included idiopathic functional incontinence since 2007.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0209744035, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the pain was still ongoing despite the stop of the stimulator. The pain was not due to the stimulation but due to the stimulator. Explant of the stimulator was planned on (B)(6) 2017. The investigator assessed the event as serious. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.